Manufacturer narrative:
H6: 80, 68 introducer used with catheter was 8f. Product info data sheet supplied with product recommends 8.5+f introducer to be used.

Event description:
Upon catheter removal it was reported that a small part loosened and was left in the pt's pulmonary artery. It was reported that a non-co introducer was used. According to the doctor the pt was "terminal" before the occurrence and decided to leave the portion in the pt since it would not effect the pt's condition.